Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 205 mg/dl and 77 mg/dl. At an unknown time, the customer received the following results on the aviva meter, compared to a professional meter, within 10 minutes: 204 mg/dl (aviva meter) and 78 mg/dl (nurse's meter). No adverse event reported. Return of the suspect device was requested for evaluation.